Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass, the shunt sensor leaked. The product was not changed out. The surgery was completed successfully. There was 1cc blood loss.